Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-290 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, there is no water supply. This event occurred during the preparation for use. The device was inspected before use. The procedure was diagnostic. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that the there is foreign material due to the clogged sub water supply channel. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: angulation in the upwards direction is out of standards due to the worn angle-wire; the gap on up/down knob is out of standards due to the worn angle-wire; adhesive on bending section cover or distal sheath rubber is broken; connecting tube protector is cut off; the gap on upwards/downwards knob is out of standards due to the worn angle-wire; water supply failure due to the clogged jet tube; the image is partially dark due to the scratch on coupled charging device lens; light guide bundle is abnormal; coupled charging device lens has scratches; and light guide lense is broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.